Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Preventative maintenance was completed to schedule for all machines. Machine logs were checked, there were no issues relating to the complaint. Lean operation information system was reviewed and there was no issues relating to the complaint. Photographs viewed, a mark on the surface could be seen but cannot confirm this is a pinhole or breach of sterility. Batch records have been reviewed; all required specification was met and documen... No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported there were pinholes present in the bags which destroyed the sterility of the product. Photographs were received depicting the reported complaint issue.

Manufacturer narrative:
A product sample was received and evaluated. A pinhole was evident in the returned sample therefore, the sample does not meet specification. As a result, a nonconformance (nc) has been initiated and will remain open until the investigation is complete. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Corrected data: the following statement was inadvertently cropped from the initial MFR report # 1000317571-2016-00061, reported to the FDA on july 25, 2016: batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The investigation associated with the nonconformance (nc) that was initiated for this complaint has been approved and is complete. The investigation was unable to detect a root cause. Feedback from manufacturing personnel identified this specific defect was not observed in the past, prior to this complaint. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).